Event description:
It was reported that the catheter fell off post-operative and upon examination it was found that the balloon ruptured. Per additional information received via email on 29jun2020, the detached balloon and urethral catheter was complete.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter fell off post-operative and upon examination it was found that the balloon ruptured. Per additional information received via email on 29 june 2020, the detached balloon and urethral catheter was complete.